Event description:
It was reported that this implantable left ventricular (lv) lead was surgically abandoned due loss of capture and high pacing thresholds. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).